Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2023. Fiducials markers were administrated transperineally prior to the hydrogel injection. The procedure was performed under local anesthesia. During the procedure, it was reported that during the switch from saline to attaching the spaceoar assembly, there was additional movement because of issues with the syringe holder not being properly set. It was fixed and attached, but it's believed that was when the needle was advanced into the patient's rectum. After the procedure, the patient's physician suspected the hydrogel placement procedure resulted in a rectal wall infiltration. The magnetic resonance imaging (MRI) showed that this case was a grade 3 rectal infiltration. The hydrogel was determined to be in the anterior rectal wall, and it was also reported the hydrogel was moving to the mucosa and penetrating the muscle. The patient was scheduled for a scope to ensure there is no ulceration or ischemia before proceeding with radiation treatment. The patient did not report any symptoms due to this event. No further information has been obtained despite good-faith efforts.